Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-may-2023. The most recent information was received on 30-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. B15013). Additional non-serious events are detailed below. The patient had a medical history of thyroid disorder in 2012, cesarean section in 2001 and morbid obesity, tobacco user, metrorrhagia, metabolic disorder (metabolic intolerance to oral contraception) and parity 1 (childbirth (daughter) ¿ cesarean section). Previously administered products included: oral contraceptive nos and iud nos. Concomitant products included luteran (chlormadinone acetate) since 2019, bisoprolol, calcidose [calcium carbonate], l-thyroxin (levothyroxine), hd metformine hcl (metformin hydrochloride) and vitamin d [vitamin d nos]. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she was found to have weight increased ("weight gain 40 kg since insertion/ weight gain"). In 2018 she experienced sleep apnoea syndrome ("sleep apnoea - fitted with a prosthesis since 2018") and adenomyosis ("adenomyosis"). In 2020 she experienced type 2 diabetes mellitus ("type 2 diabetes"), heavy menstrual bleeding ("heavy haemorrhagic painful periods"), dysmenorrhoea ("heavy haemorrhagic painful periods") and hot flush ("hot flashes"). At an unknown time, she experienced pelvic pain (seriousness criterion medically important), fatigue ("intense chronic fatigue / chronic tiredness"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("recurring tendinitis"), mobility decreased ("loss of mobility with increasing complications"), musculoskeletal stiffness ("muscle stiffness"), arthralgia ("hip and lower back pain / recurrent pain in right shoulder"), back pain ("hip and lower back pain"), diverticulum intestinal ("diverticulosis in the sigmoid colon"), alopecia ("persistent hair loss"), onychoclasis ("brittle nails"), calcium deficiency ("regular calcium and vitamin d deficiency"), vitamin d deficiency ("regular calcium and vitamin d deficiency"), disturbance in attention ("poor concentration and memory"), memory impairment ("poor concentration and memory"), exostosis ("heel spurs"), abdominal pain lower ("very intense night-time cramps"), hypertension ("high blood pressure"), oedema peripheral ("lower-limb oedema"), erythema ("redness and blemishes on the leg"), pruritus ("itching") and general physical health deterioration ("general condition is worsening"). The patient was treated with other antihypertensives. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, heavy menstrual bleeding, dysmenorrhoea, adenomyosis, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema and pruritus had not resolved. The outcomes for general physical health deterioration and hot flush were unknown. The reporter considered hot flush to be related to essure administration. No causality assessment was received for essure with regard to fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema, pruritus or general physical health deterioration. The reporter commented: period of onset: symptoms experienced shortly after insertion but she did not make the connection at the time. She had brittle nails despite taking supplements. An appointment made for a consultation for removal of the implants on (B)(6) 2023. Essure insertion without complication. A possible 2nd blind cavity was found but not confirmed due to irregular mucosa. Since the essure insertion, the patient¿s personal, professional and social life were disturbed. Numerous work stoppages since 2015 end of 2022, the patient considered the link between her symptoms and essure. A medical visit was mentioned by the patient on (B)(6) 2023, in order to consider the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.773 kg/sqm. [Computerised tomogram] on (B)(6) 2014: diverticular colitis (left) [magnetic resonance imaging] on (B)(6) 2022: no evolutive lesion. [Magnetic resonance imaging pelvic] on (B)(6) 2023: left paratubal small cyst (2mm) and hemorrhagic microspot on right ovary. Consistent with a small endometriotic implant (8mm). [Ultrasound breast] on (B)(6) 2023: no malignancy. [X-ray] on (B)(6) 2019: bilateral heel spur; on (B)(6) 2019: calcified tendinopathy of the right long biceps; on 08-jan-2021: hip osteoarthritis. Lot number: b15013 manufacture date: 2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-aug-2023: summons & medical record received. Event hot flush added. Medical history concomitant drugs added. Lab data updated. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on may-02-2023. The most recent information was received on 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. B15013). Additional non-serious events are detailed below. The patient had a medical history of thyroid disorder in 2012, cesarean section in 2001 and morbid obesity, tobacco user, metrorrhagia, drug intolerance (metabolic intolerance to oral contraception) and parity 1 (childbirth (daughter) ¿ cesarean section). Previously administered products included: oral contraceptive nos and iud nos. Concomitant products included luteran (chlormadinone acetate) since 2019, bisoprolol, calcidose [calcium carbonate], l-thyroxin (levothyroxine), hd metformine hcl (metformin hydrochloride) and vitamin d [vitamin d nos]. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she was found to have weight increased ("weight gain 40 kg since insertion/ weight gain"). In 2018 she experienced sleep apnoea syndrome ("sleep apnoea - fitted with a prosthesis since 2018") and adenomyosis ("adenomyosis"). In 2020 she experienced type 2 diabetes mellitus ("type 2 diabetes"), heavy menstrual bleeding ("heavy haemorrhagic painful periods"), dysmenorrhoea ("heavy haemorrhagic painful periods") and hot flush ("hot flashes"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("intense chronic fatigue / chronic tiredness"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("recurring tendinitis"), mobility decreased ("loss of mobility with increasing complications"), musculoskeletal stiffness ("muscle stiffness"), arthralgia ("hip and lower back pain / recurrent pain in right shoulder"), back pain ("hip and lower back pain"), diverticulum intestinal ("diverticulosis in the sigmoid colon"), alopecia ("persistent hair loss"), onychoclasis ("brittle nails"), calcium deficiency ("regular calcium and vitamin d deficiency"), vitamin d deficiency ("regular calcium and vitamin d deficiency"), disturbance in attention ("poor concentration and memory"), memory impairment ("poor concentration and memory"), exostosis ("heel spurs"), abdominal pain lower ("very intense night-time cramps"), hypertension ("high blood pressure"), oedema peripheral ("lower-limb oedema"), erythema ("redness and blemishes on the leg"), pruritus ("itching") and general physical health deterioration ("general condition is worsening"). The patient was treated with other antihypertensives. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, heavy menstrual bleeding, dysmenorrhoea, adenomyosis, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema and pruritus had not resolved. The outcomes for general physical health deterioration and hot flush were unknown. The reporter considered hot flush to be related to essure administration. No causality assessment was received for essure with regard to fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema, pruritus or general physical health deterioration. The reporter commented: period of onset: symptoms experienced shortly after insertion but she did not make the connection at the time. She had brittle nails despite taking supplements.aappointment made for a consultation for removal of the implants on (B)(6) 2023. Essure insertion without complication. A possible 2nd blind cavity was found but not confirmed due to irregular mucosa. Since the essure insertion, the patient¿s personal, professional and social life were disturbed. Numerous work stoppages since 2015 end of 2022, the patient considered the link between her symptoms and essure. A medical visit was mentioned by the patient on (B)(6) 2023, in order to consider the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.773 kg/sqm. [Computerised tomogram] on (B)(6) 2014: diverticular colitis (left) [magnetic resonance imaging] on (B)(6) 2022: no evolutive lesion [magnetic resonance imaging pelvic] on (B)(6) 2023: left paratubal small cyst (2mm) and hemorrhagic microspot on right ovary consistent with a small endometriotic implant (8mm) [ultrasound breast] on (B)(6) 2023: no malignancy [x-ray] on b)(6)2019: bilateral heel spur; on (B)(6) 2019: calcified tendinopathy of the right long biceps; on (B)(6) 2021: hip osteoarthritis lot number: b15013 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-sep-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. B15013). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she was found to have weight increased ("weight gain 40 kg since insertion"). In 2018 she experienced adenomyosis ("adenomyosis"). In 2020 she experienced type 2 diabetes mellitus ("type 2 diabetes"), heavy menstrual bleeding ("heavy haemorrhagic painful periods") and dysmenorrhoea ("heavy haemorrhagic painful periods"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("intense chronic fatigue"), sleep apnoea syndrome ("sleep apnoea - fitted with a prosthesis since 2018"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("recurring tendinitis"), mobility decreased ("loss of mobility with increasing complications"), musculoskeletal stiffness ("muscle stiffness"), arthralgia ("hip and lower back pain"), back pain ("hip and lower back pain"), diverticulum intestinal ("diverticulosis in the sigmoid colon"), alopecia ("persistent hair loss"), onychoclasis ("brittle nails"), calcium deficiency ("regular calcium and vitamin d deficiency"), vitamin d deficiency ("regular calcium and vitamin d deficiency"), disturbance in attention ("poor concentration and memory"), memory impairment ("poor concentration and memory"), exostosis ("heel spurs"), abdominal pain lower ("very intense night-time cramps"), hypertension ("high blood pressure"), oedema peripheral ("lower-limb oedema"), erythema ("redness and blemishes on the leg"), pruritus ("itching") and general physical health deterioration ("general condition is worsening"). The patient was treated with other antihypertensives. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, heavy menstrual bleeding, dysmenorrhoea, adenomyosis, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema and pruritus had not resolved. The outcome of general physical health deterioration was unknown. No causality assessment was received for essure with regard to fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema, pruritus or general physical health deterioration. The reporter commented: period of onset: symptoms experienced shortly after insertion but she did not make the connection at the time. She had brittle nails despite taking supplements. Appointment made for a consultation for removal of the implants on (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. B15013). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she was found to have weight increased ("weight gain 40 kg since insertion"). In 2018 she experienced adenomyosis ("adenomyosis"). In 2020 she experienced type 2 diabetes mellitus ("type 2 diabetes"), heavy menstrual bleeding ("heavy haemorrhagic painful periods") and dysmenorrhoea ("heavy haemorrhagic painful periods"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("intense chronic fatigue"), sleep apnoea syndrome ("sleep apnoea - fitted with a prosthesis since 2018"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("recurring tendinitis"), mobility decreased ("loss of mobility with increasing complications"), musculoskeletal stiffness ("muscle stiffness"), arthralgia ("hip and lower back pain"), back pain ("hip and lower back pain"), diverticulum intestinal ("diverticulosis in the sigmoid colon"), alopecia ("persistent hair loss"), onychoclasis ("brittle nails"), calcium deficiency ("regular calcium and vitamin d deficiency"), vitamin d deficiency ("regular calcium and vitamin d deficiency"), disturbance in attention ("poor concentration and memory"), memory impairment ("poor concentration and memory"), exostosis ("heel spurs"), abdominal pain lower ("very intense night-time cramps"), hypertension ("high blood pressure"), oedema peripheral ("lower-limb oedema"), erythema ("redness and blemishes on the leg"), pruritus ("itching") and general physical health deterioration ("general condition is worsening"). The patient was treated with other antihypertensives. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, heavy menstrual bleeding, dysmenorrhoea, adenomyosis, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema and pruritus had not resolved. The outcome of general physical health deterioration was unknown. No causality assessment was received for essure with regard to fatigue, sleep apnoea syndrome, type 2 diabetes mellitus, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, musculoskeletal pain, tendonitis, mobility decreased, musculoskeletal stiffness, arthralgia, back pain, weight increased, diverticulum intestinal, alopecia, onychoclasis, calcium deficiency, vitamin d deficiency, disturbance in attention, memory impairment, exostosis, abdominal pain lower, hypertension, oedema peripheral, erythema, pruritus or general physical health deterioration. The reporter commented: period of onset: symptoms experienced shortly after insertion but she did not make the connection at the time. She had brittle nails despite taking supplements. Appointment made for a consultation for removal of the implants on 10 may 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122 kg. Lot number: b15013 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.